Manufacturer narrative:
Sample received: 24 unopened racepacks. Analysis and results: there is one previous complaint of this code batch. (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Needle attachment of the samples received was tested and the results do no fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results durin the process fulfilled requirements. Corrective/preventive actions: this complaint will be included in the analysis of trending and corrective action will be opened if applies.

Event description:
Country of complaint: (B)(6). Needle detached from the thread.